Manufacturer narrative:
1. The customer returned 2 photos, no defective sample. The photos show: lot number 4052074, leakage at small end of catheter hub. 2. DHR/bhr review lot-4052074: 1-this batch of products were assembled at intima ii auto line 4 in march 2024, and packaged at cfs package line in march 2024. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter hub. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photos show leakage at the small end of the catheter hub, and the root cause of this defect cannot be determined because no abnormality is found on process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample has been received for further testing. The plant will continue to track and trend for this issue.

Event description:
No additional informaiton provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked after applying an indwelling needle to the patient, it was found that there was a leak of liquid from the needle.